Manufacturer narrative:
Service inspected the analyzer and no definitive part was determined to be the cause of the issue. Service performed a precision run to verify instrument performance. An instrument service history review revealed no additional erratic or discrepant patient results reported for the analyzer. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the complaint issue. Device history record review for the analyzer did not identify a nonconformance or potential nonconformance. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no further information was provided.

Event description:
The customer obtained a falsely elevated architect magnesium result while using the architect c4000 analyzer. On (B)(6) 2021 sample ID (B)(6) generated 6.4 mg/dl and repeat 2.2 mg/dl on the same analyzer. No impact to patient management was reported.